Event description:
It was reported that this right ventricular lead was repositioned due to helix mechanism issues and dislodgment shortly after the implant. No additional adverse patient effects were reported.